Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be determined. Based on the investigation findings, the malfunction was most likely due to an expected or random component failure, with no indication of a design or manufacturing defect. The failure is consistent with damage caused by either excessive or inadequate physical force, leading to wear, bending, deformation, fracture, or fatigue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasonic probe had a cut on the probe cable and a bent probe tip. There was no patient involvement.